Event description:
It was reported that the device illuminated a service indication and logged a fault code possibly indicating a shorted ac isolation diode. Physio-control verified the logged fault code and observed that the device failed to power on battery. There was no report of pt involvement with the incident.

Manufacturer narrative:
(B) (4). Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly at the failure analysis center and verified the previously set fault codes, but was unable to duplicate it.